Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire fragment stuck in the lumen. There was guidewire coating on the distal conductor of the lead and it was obstructed and there was blood on the distal conductor of the lead and it was obstructed. The stylet/guidewire was broken and the guidewire was unraveled. Visual summary analysis of the lead indicated damage at implant. The broken guidewire was returned with the lead. Destructive analysis found a part of guidewire stuck in lead.

Event description:
It was reported that during the implant procedure, there was difficulty placing the lead and the guide wire became stuck inside the lead. The lead and guide wire were pulled out together and it took an extremely high amount of force to pull the wire out. The physician believed that the wire broke off inside the lead. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.